Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer's centrifugation time is too short.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on one patient sample. All results are in mmol/l. The initial na result was 163, the initial k result was 4.6 and the initial cl result was 125. All of the original results were reported outside of the laboratory. The customer was asked to repeat the sample a few hours later. The sample had been stored in a rack at room temperature. The repeat na result was 137, the repeat k result was 3.9 and the repeat cl result was 103. The customer deemed the repeat results to be the correct results. There was no adverse event. The patient was not admitted to the hospital. No treatment was given based on the original results. The lot number of the na electrode in use was 21522844, with an install by date of 04/19/2013. The lot number of the k electrode in use was 21523657, with an install by date of 06/14/2013. The lot number of the cl electrode in use was 21531159, with an install by date of 08/30/2013. The field service representative could not determine a cause. He installed a new elgan external water system, replaced syringe seal "c". He did performance testing which was within specification. The customer had run ise calibration and qc many times before and after the erroneous result successfully. The customer also performed precision testing.